Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
The report received from another country clinical study indicated that a patient went in for an elective percutaneous coronary intervention (pci) targeting a de novo, concentric and diffuse lesion in the proximal left anterior descending coronary artery. The vessel was moderately calcified with flexion and had a length of 5.79mm and a diameter of 2.27mm with 51% stenosis and a vessel classification of type c. Radial approach was chosen for the procedure. Pre-dilation was conducted with a balloon (2.5/20mm) at 10atm. Inflation time was unknown. Cypher (2.5/23mm) was implanted at 14 atm for 16 to approx 30 seconds at the target lesion. Post-dilation was conducted with a balloon (3.0/13mm) at 10atm. Inflation time was unknown. Timi flow before and after the procedure was 3. The residual % of stenosis was 6%. Intravascular ultrasound was conducted. There was no report of injury to the patient. The patient developed heart failure nine days after the pci, but could only receive treatment one month later because of low ejection fraction prior to the initial pci. Eight-month follow up coronary angiogram did not show any problems. However, three weeks later, the patient's renal function deteriorated and the patient went into renal failure and was hospitalized for hemodialysis. Three months later, the patient's condition deteriorated and the patient died. Post mortem was not performed, but the physician believe it is highly likely that the cause of death was due to heart failure secondary to worsening renal function. This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.